Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that three mitraclips were implanted on (B)(6) 2014 in the patient with functional mitral regurgitation (mr), reducing the mr from grade 4 to grade 3-4. Postprocedure the patient remained hospitalized since due to renal insufficiency. On (B)(6) 2014 echocardiogram found the second deployed mitraclip was only attached to one of the two leaflets and mr returned to 4. A second clip procedure was performed on (B)(6) 2014 and two more mitraclips were implanted reducing mr from 4 to 2-3 without incident. 48 hours later, mr improved further to 1-2. The patient was discharged and is reportedly doing very well. There was no additional information provided.

Event description:
Subsequent to the previously report, additional information received: during the first mitraclip procedure, grasping the mitral valve leaflets was difficult due to the large valve with mobile leaflets.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for failure to adhere or bond to the leaflets and single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation can include, but are not limited to: user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets), manufacturing anomalies, difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Query of the complaint handling database identified no other incidents for the reported lot for the reported difficulty in grasping the leaflets or incomplete coaptation / single leaflet device attachment (slda). Per the physician, the grasping of the leaflets was difficult due to the large valve with mobile leaflets. It is likely that due to the large valve and the restriction of both leaflets, the clip detached from the leaflet resulting in the slda. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported difficulty in grasping the leaflets resulting in slda appears to be related to procedural conditions; there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.